Event description:
Additional information received reported that the patient sent the programmer back and the new ¿motor was now responsive.¿ the patient did not have concerns or ¿major concerns¿ with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment every week or monthly since (B)(6) 2014 post-op. The patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2015. It was noted that the patient¿s current program b was the ¿best to avoid stimulating the point in hip (perform as sciatic nerve) and from being aggravated by the stimulator.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) moved around. The issue started since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 97754, serial# (B)(4), product type recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).